Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had really bad diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's parent stated the customer's diabetes was badly controlled but the caller was not sure if they were having highs or lows. The caller declined to return the insulin pump for analysis.